Event description:
A us distributor reported that an electrode belt was displaying adjust belt, check pad, and add gel messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel, check pad, and adjust belt messages) has confirmed that the c & d cable wires severed , all wire cut. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.